Event description:
Tampon coming apart and still inside me, not sure if I was able to get it all out [foreign body in reproductive tract]. Tampon unraveling, cotton stretching and coming apart [device breakage]. Went to take it out, the tampon began unraveling... Not sure if I was able to get it all out [complication of device removal]. Consumer contacted via e-mail and stated that when she went to take the tampon out, the tampon began unraveling; the cotton was stretching and coming apart inside of her. No serious injury was reported.